Event description:
Patient was admitted to hospital from (B)(6) 2023 for fluid overload. On (B)(6) before going to the hospital, patient was at her then cardiomems goal of 12. Patient was given IV diuretics as an in-patient from (B)(6) 2023. An echocardiogram was performed on (B)(6) 2023. The sensor was not recalibrated. The patient had a clinic follow-up on (B)(6) 2023 at which time they were still feeling short of breath with edema in legs. Cardiomems readings had been below goal since hospital discharge on (B)(6) 2023. Patient was treated with a diuretic. Bnp was drawn and the patient's cardiomems goal was changed to 9 on (B)(6) 2023 based on bnp results. The patient had another clinic visit on (B)(6) 2023 and patient had a 10 lb weight gain in 10 days with worsening swelling, dyspnea, and orthopnea. The patient was treated with IV and oral diuretics in clinic. The patient's cardiomems reading was 4 below her goal on this day ((B)(6) 2023). As of (B)(6) 2023 the patient has much improved symptoms and was reported to be 3 mmhg above their cardiomems goal.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.8 and 34.8 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.